Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. Fuctional testing of the pump was performed and the pump failed air detector testing. Device was opened, and good air detector was used to perform test, it passed air detector test. Further investigation of the pump determined that the air detector was inoperable and the root cause of the issue. Service will replace the air detector to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "air-in line" error. It was also reported that the error message would not go away even after the pump was brought back in for retesting and sent out to a new patient. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.